Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of white residue in the air water cylinder and air water channel, and glue present on the bending section cover (a rubber), was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had white residue in the air water cylinder and air water channel, and glue present on the bending section cover (a rubber). There was no patient involvement.